Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-may-2023. Investigation summary: our quality engineer inspected the 6 samples submitted for evaluation. The reported issue of cap loose was not confirmed upon inspection and testing of the samples. All the samples were able to be properly activated with no defects observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd venflon¿ pro safety the safety mechanism did not act properly. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: I am getting complaints through from a department that the white cap on the back of this venflon has been found to be very loose a number of times and that sometimes the safety mechanism is also stuck when you want to pull it back. White cap is not right stucked to hub of needle white cap drops off before use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the safety mechanism did not act properly. This occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: I am getting complaints through from a department that the white cap on the back of this venflon has been found to be very loose a number of times and that sometimes the safety mechanism is also stuck when you want to pull it back. White cap is not right stucked to hub of needle. White cap drops off before use.